Event description:
The patient is pursuing a product liability claim arising out of the use of the nexgen lps-flex. It is reported by the patient's counsel, that in addition to the nexgen lps-flex (zimmer warsaw design), the patient also received a tm monoblock tibia and tm patella (zimmer tmt design), on (B)(6) 2007 and was revised on (B)(6) 2012 due to pain.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the info available, the root cause of the event cannot be determined. Should add'l info be obtained to further this investigation, this report shall be updated.